Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The meter result was 3.6 inr. The laboratory result at the same time was 2.6 inr. Based on the laboratory result, no changes were made to the patient¿s warfarin dose the patient¿s therapeutic range is 2-3 inr with a testing frequency of monthly.

Manufacturer narrative:
The meter and test strips were requested for investigation and replacement product was sent. The meter and strips were provided for investigation where they were tested using level 2 roche controls. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 2.8 inr. Qc 2: 2.9 inr. Qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The alleged result was observed in the meter¿s patient result memory but the time and date were not set correctly. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.